Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t-wave oversensing. The system was reprogrammed, and the patient will continue to be monitored. This system remains in service. No further adverse patient effects were reported.